Manufacturer narrative:
This report is submitted on april 19, 2021.

Event description:
Per the surgeon, the patient experienced pain and infection at the implant site from the implantation date which was unsuccessfully treated with oral and topical antibiotics and steroids. The abutment has been removed. The implant remains in-situ.